Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify prime fill anomaly due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self-test. The insulin pump passed off no power test. The insulin pump passed the displacement test. The insulin pump had minor scratched lcd window, stained keypad overlay, stained address serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was not able to do anything with the insulin pump except rewind/prime. Customer's blood glucose was 98 mg/dl at the time of the incident. Customer stated that insulin was squirting out during the manual prime process. Customer was unable to exit the preparing to prime loop. Customer received a low reservoir alert during troubleshooting. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.